Event description:
Regulator knob did not indicate that it was turned up all the way. When the technician tried to turn it to "full" it kept turning and turning and as a result stripped and broke. The pump was being setup before the procedure and as such, the backup pump was used for the procedure. The patient was not affected by the incident.

Manufacturer narrative:
This MDR is being filed as part of the remedialtion action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009.